Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a fever and pulmonary edema. After having an echocardiography, it was found the patient's right ventricular (rv) lead had a clot or infection on the end of the lead. Follow up showed the patient also experienced a positive blood culture. The device and lead were later explanted. The source of infection is not known. No further patient complications have been reported as a result of this event.